Manufacturer narrative:
(B)(6) diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred 7 days after the sensor had been inserted in the arm. On (B)(6) 2024, the patient was sitting in the car and eating gummies. While in the car the cgm reading went from 300 mg/dl gradually to low and there was no bg taken. The patient started to experience seizures right away. The parent treated the patient with glucagon and baqsimi (glucagon nasal spray). The parent called an ambulance, and the patient was taken to the hospital. At the hospital, the patient was treated with baqsimi and ibuprofen as the patient was experiencing headache. At the hospital, a fingerstick was taken and the bg reading was 100 mg/dl after the treatment and the cgm reading was 152 mg/dl. The patient was discharged after 7 hours. At the time of the report the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator at the time of event. The reported glucose values fall within the b zone of the parkes error grid calculator when the patient was tested at the hospital. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - additional information/device evaluation. H3a: device evaluated by mfg - additional information. H6 codes: type of investigation - additional information. H6 codes: investigation conclusion - additional information.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was found within the investigation window. The allegation was confirmed. The customer's complaint was confirmed because a failure was found. No additional patient or event information is available.